Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3501690, serial number (B)(4), and right replaced with catalog number 3501690, serial number (B)(4) on (B)(6) 2019. Left device received on 9/23/2019. Device evaluation summary: during evaluation of the device some creases were observed on anterior aspect and one of them extending to posterior view. Also a tear was observed on the anterior view within a crease, measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unknown breast augmentation with mentor smooth round moderate profile 525cc saline breast implants which the left side deflated and the right side has issue with capsular contracture grade iii after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.